Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No button anomaly could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
The customer reported via phone call that she wore her insulin pump into a swimming pool and water was visible under the screen. The customer reported that she removed the battery and got a battery out limit. Customer stated that the keypad then became unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.